Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected, tachycardia therapy was not available. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two low-voltage capacitors connected to the device¿s battery. These capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Diminished performance of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity upon the patient's presentation to the hospital with a pulse of 35 bpm as the device was not delivery pacing therapy. The device was found to be in safety mode. This device was explanted and replaced with a competitor product. No additional adverse patient effects were reported.